Manufacturer narrative:
This report is being filed to provide additional information the machine was returned to terumo bct for repair and investigation. Theservice technican was unable to duplicate the reported condition. A service technician visuallyinspected the device and noted that the lid latched. Simulated use testing was done byperforming two procedural cycles and it was observed that the motor spun at the correct rpmand the decant ring activated properly. The magnet plate, windowfeet and gasket were replaced,the lid latch and new magnet plate were adjusted to the new latching requirement. Allfunctional tests were successfully completed.root cause: the root cause of this failure was undetermined.

Manufacturer narrative:
Additional product code: fmf investigation: an internal report shows that the machine has been in use with no further occurrences of the problem. One year of service history was reviewed for this device with no problems identified related to the reported condition. Corrective action: an internal CAPA has been initiated to evaluate reports of the lid latch issues. Investigation is in process. A follow-up report will be provided.

Event description:
During a conversation, the customer mentioned that the lid of the smartprep would not stay closed during a platelet rich plasma (prp) procedure. The procedure could not be completed unless the lid was held down manually. There was not a donor or patient involved at the time of the incident, therefore no patent information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation is in process. A follow-up report will be provided.